Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator stopped working. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A service engineer (se) reported that while a running test on the suspected device, the issue was not able to be reproduced. The se reviewed the event log, and no occurrence of malfunction was observed in the logs.